Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that her daughter experienced high blood glucose of 400mg/dl and pump had blank display. Customer also reported that insulin pump alarmed for insulin no delivery alarm. Customer performed troubleshoot for no delivery alarm which was resolve by changing complete set. Customer states that they were getting lost sensor. Sensor will be return for analysis but insulin pump was not to be return for analysis.

Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm or missing segments/partial display noted. Unit was communicated properly with guardian link (3) and glucose sensor simulator. No unexpected lost sensor alarm noted during testing. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.